Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: note the product use by (expiration) date specified on the package. It is likely the IFU deviation of device expiration issue contributed to the event. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The return goods lab received a chipboard box of a 3.25x18mm xience sierra with a note stating device failed to cross; however, device was not returned. No patients effects were reported and no clinically significant delay was reported. No additional information was provided. Analysis of the returned box, identified the device was used after the expiration date.